Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter act diff 2 instrument generated erroneous low wbc, rbc, hct and plt results for two patient samples. The customer determined that the results were not matching results from patient's previous history and sent the patients to reference lab for testing. Reference lab results were higher which the lab considers correct. (Reference lab results were requested, but not provided) there was no death, injury or affect to patient treatment associated with this event.

Manufacturer narrative:
The controls processed before and after the event, and were within assay limits. A field service engineer (fse) went on-site and replaced fluid filters and performed miscellaneous tuning. Fse also bleached isolation chamber, ran controls and verified the instrument's performance. The root cause for this event is unknown.